Event description:
General report received of an unspecified number of undocumented incidents of cracks; subsequently leaks were noted. The monitoring kits were being used to deliver unspecified solutions. After unspecified lengths of time in use, it was reported that the monitoring kits were "spontaneously breaking between the transducer and the stopcock." It was reported that fluid leaked from the cracks and in some cases unspecified volumes of bleedback was also noted. The monitoring kits were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A rep device from the same lot is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).